Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and reported that it was unknown how long the iabp was running on battery power and if it had a full charge before the patient transport began. The stm verified the iabp was charging properly and that the batteries meet the specified run time. The iabp passed all calibration, functional and safety tests that were performed. The iabp was then cleared for clinical use and returned to the customer.

Event description:
It was reported that during patient transport, the cs300 intra-aortic balloon pump (iabp) was not holding a charge and had powered down. No patient harm, serious injury or adverse event was reported.